Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt sustained serious personal injuries, including but not limited to: chronic inflammation, pain, progressive discomfort of the hip and emotional stress/trauma.